Event description:
Customer reported that her insulin pump was not working correctly. Customer stated that the insulin pump was not delivering the insulin and some times was over delivering. Customer stated that she replaced the infusion set, battery and it still not working. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with alarm after battery change due to a broken solder joint. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or delivery anomaly observed during testing. Cracks to the display window. Battery tube threads, reservoir tube lip and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.